Event description:
A 34-year-old male patient with recurrent anaplastic astrocytoma began optune gio therapy on (B)(6), 2024. On (B)(6), 2024, the patient reported to novocure that he developed an ulcer at the surgical resection site scar. The patient consulted a healthcare provider (hcp), who advised a temporary discontinuation of optune gio therapy. On (B)(6), 2024, the patient indicated that therapy would remain paused for a few more weeks. No medical intervention was reported at that time. On (B)(6), 2025, novocure received a medical record documenting a neuro-oncology clinic visit on (B)(6), 2024. During this visit, the patient was noted to have an area of incomplete healing at the incision site, with intermittent serous drainage. Treatment included cephalexin 500 mg administered twice daily. On (B)(6), 2024, it was reported that the patient underwent a wound washout procedure for an infected surgical incision on (B)(6), 2024, followed by a cranioplasty on (B)(6), 2024. On (B)(6), 2025, the patient's spouse reported that the patient experienced skin irritation. The hcp again recommended a temporary discontinuation of optune gio therapy and prescribed an unspecified oral medication. Multiple attempts were made to obtain additional information from the prescribing physician although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection and skin inflammation/irritation cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).